Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the arctic sun device was operating, air bubbles rise from the pads and the water flow of the machine dropped below 1. After disconnected the pad, the flow rate of the equipment returned to normal. Bubble generation problem in the pads.

Manufacturer narrative:
The reported issue was confirmed due to air entry through a hole in the pad. However, the root cause of the hole in the pad could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be that the user cuts or punctures the pads. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted one opened medium arctic gel right thigh pad present with no original packaging and two returned photo samples. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Significant folding in hydrogel with separation at the edge of the pad. No crushed dimples or signs of overlamination in the pads. The control panel screen in one of the photo samples shows a flow rate of 2.4 l/m but several alert/alarm indications on the bottom of the graph from before the photo was taken. The other returned photo shows the sticker on the right thigh pad. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when the arctic sun device was operating, air bubbles rise from the pads and the water flow of the machine dropped below 1. After disconnected the pad, the flow rate of the equipment returned to normal. Bubble generation problem in the pads. Per sample evaluation results on 10apr2024, it was reported that there was a hydrogel separation found in arctic gel pads.